Event description:
It was reported when using the bd seditainer¿ 4nc 0.105m 1.26 ml blood collection tube there was under-fill or low draw of a tube with blood. The following information was provided by the initial reporter. The customer stated: "either the tubes are without vacuum or looses vacuum when introduced to holder."

Manufacturer narrative:
Investigation summary: bd received 28 samples for investigation. Twenty (20) of the samples were evaluated by functional testing, each drawn with deionized water, and the indicated failure mode for underfill with the incident lot was not observed as all product specifications were met. Based on a review of the device history record for the incident lot, all product specifications and requirements for lot release were met. There were no related quality issues during manufacturing of the product. This complaint is unable to be confirmed for the indicated failure mode underfill. Bd was not able to identify a root cause for the indicated failure mode.